Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt received scs system on (B)(6) 2007. It was reported that the pt did not have stimulation. The ipg battery depleted about 3 weeks ago. The ipg charger was unable to locate and charge the pt's ipg. A new charger was sent to the pt. The device is still in use. No further info is available at this time.